Event description:
It was reported that during a routine follow-up this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to reaching elective replacement indicator (eri). The boston scientific representative had difficulty trying to interrogate the device and tried using multiple programmers. A surface electrocardiogram was performed and it appears the patient is having frequent premature ventricular contractions (pvc). It was also noted that capture was good and the device is pacing as programmed. The patient is scheduled for a device change out. Additional information was received the during the device change out procedure they were still having difficulties interrogating the device. Subsequently, device was explanted and replaced due to eri status. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The start of analysis found there was no telemetry and visual examination of the device header and case noted no anomalies. Coulomb testing was performed and noted no high currents. Additionally, all welds were intact and there was no visible signs of anode or cathode damage. Probable cause could not be determined because no high hybrid currents were noted during analysis and destructive of the device battery noted no anomalies.

Event description:
It was reported that during a routine follow-up this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to reaching elective replacement indicator (eri). The boston scientific representative had difficulty trying to interrogate the device and tried using multiple programmers. A surface electrocardiogram was performed and it appears the patient is having frequent premature ventricular contractions (pvc). It was also noted that capture was good and the device is pacing as programmed. The patient is scheduled for a device change out. Additional information was received the during the device change out procedure they were still having difficulties interrogating the device. Subsequently, device was explanted and replaced due to eri status. No adverse patient effects were reported.